Event description:
It was reported that the patient complained of hiccups. The lead was found to exhibit no ventricular sensing or capture. X-ray revealed that the lead was dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.